Manufacturer narrative:
B3: date of event: the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a plum 360 where it was reported that a cisplatin infusion that exceeded the calculated administration time via the b channel. The oncology nursing staff have noted that many infusions via the b channel seem to be taking longer than the predicted time (i.e., infusion time is 6 hours, as pump is set to 10 ml/hr for 60 ml, but actually the infusion takes 7 hours as there is lots remaining in the bag/line). They reported to be doing internal investigations as well to ensure staff are fast priming the chemo and have requested that the nursing staff isolate the pumps involved if possible and send to bme for review. They reported that pharmacy verified the volume in the bag, so it doesn't look like a manufacturing issue. There was patient involvement, there was delay in therapy but no involved death or serious deterioration of a person.